Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the trunk cable was cut, which damaged all internal wires. The cause of the inability to communicate with a monitor is the damaged cable and wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.